Manufacturer narrative:
Product performance engineering reviewed the reported information; however, a thorough analysis could not be performed since the device was not returned for investigation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents reported for this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. In this case, it is likely that device interactions with a previous implanted stent contributed to the reported difficulty positioning and deploying the stent which subsequently caused the stent to migrate. The separated tip was likely caused by the repeated movement of the sheath and the stent in the restenosed lesion. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat in-stent restenosis of two overlapping stents in the distal superficial femoral artery (sfa). A 6.0x150mm supera self-expanding stent system (ses) was advanced to the lesion. It was difficult to see the supera stent due to the in-stent restenosis, resulting in the proximal end of the stent deploying in the sheath. During retraction of the stent delivery system (sds), the tip was caught between the stent and the sheath and separated. The separated tip remained in the sheath and was; therefore, simply removed. Additionally, during removal of the sds, the proximal stent moved, but was repositioned to the correct location with post stent balloon dilatation. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.